Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced discomfort over the ins area. The discomfort made it hard to recharge the device, therefore, made the patient¿s life miserable. There was no evidence of infection or inflammation. The event resulted in an unscheduled clinic or office visit. The ins was repositioned to a different pocket site. The etiology indicated the relationship of the event to the device or therapy was not related, but was related to implant procedure. The outcome was resolved without sequelae. No further complications were reported or anticipated.